Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15075397 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 12 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. The no other issues were noted that were considered potentially related to the reported complaint. The lot involved in the complaint was manufactured within the preventive maintenance dates. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The coil was stretched during the initial insertion, and prematurely detached when it was inside the microcatheter hub. During the event, the coil and echelon 10 45 microcatheter (mc), were removed as a unit from the patient. No additional torque or manipulation was utilized during the time the coil was being delivered or removed. It was indicated that closing of the y connector or touhy on the coil may have contributed to the event. An adequate and continuous flush was maintained through the mc at all times. No damages were noticed on the mc, delivery system or coil that may have contributed to the event. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received separated from the unit and no damages were noted on it. The support coil gripper and embolic coil were found outside of the introducer. The support was found without damage. The gripper was found elongated while the embolic coil was found stretched/kinked and it was still attached to the gripper. The gripper and the embolic coil were inspected under microscope. The gripper was found elongated and the embolic coil was found stretched/kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15075397 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. The reported stretching of the coil was confirmed with analysis of the returned device; however, the premature detachment was not confirmed. The coil was received attached to the delivery system. Based on the available information it appears that procedural/handling factors associated with the coil introduction may have contributed to the event. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The coil was stretched during the initial insertion, and prematurely detached when it was inside the microcatheter hub. During the event, the coil and (mc) microcatheter echelon 10 45, were removed as a unit from the patient. No additional torque or manipulation was utilized during the time the coil was being deliver or removed. The y connector or touhy was closed on the coil causing the event. An adequate and continuous flush was maintained through the (mc) microcatheter at all times. No damages were noticed on the mc, delivery system or coil that may have contributed to the event. No additional torque or manipulation was utilized to advance the coil/delivery system through the microcatheter. The procedure was intracerebral. No further information was available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.